Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 5.9; date: (B)(6) 2010, inr: 2.3; date: (B)(6) 2010, inr: 6.3; date: (B)(6) 2010, inr: 2.6 (new strip lot #235737). Pt has been testing with meter for 5 years. Previous results were between 2.5-3.2 inr. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.